Event description:
Patient presented to the physician with an infection. Physician prescribed antibiotics on (B)(6) 2022 for ten days. This resolved the issue. Patient presented back to the physician with lead exposed at the chest incision site. Physician brought the patient into the or and removed the entire inspire system.